Manufacturer narrative:
Batch review performed on 03 sept 2025. Lot: 2501296: (B)(4) items manufactured and released on 04 mar 2025. Expiration date: 17 feb 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 15 days from the primary surgery, the patient came in due to signs of an infection, and the pathogen is unknown. The surgeon revised the insert. The surgery was successfully completed.